Event description:
The customer reported that the shaver handpiece would pause while in operation mode. There is no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: the customer's reported problem that the device would pause during operation mode was confirmed. In addition, the handpiece was tested and found to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this failure mode.